Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage caused by damage of the seal ring. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had tip damage. Upon inspection and evaluation, plastic distal end cover, forceps channel port, and nozzle have foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿tip damage¿ was confirmed. The following findings were also noted during device evaluation: indication on flexibility adjustment ring is unclear, grip has foreign objects, suction-cylinder has no color, switch box has a scratch, due to damage to the seal ring, water tightness is lost, control section has foreign objects, scope-cover has foreign objects, due to a crack on plastic distal end cover, the insulation resistance value at the distal end does not meet specifications, due to damage to the charged coupled device (ccd) unit, the image has white dots, due to a scratch on objective lens, the image has dark area partially, knobs play, light guide lens has a crack, adhesive on bending section has a crack, connecting tube has a buckling, connecting tube coating peeled off, light guide-cover glass has stain, light guide connector has corrosion due to water leakage, universal cord has buckling, video connector case has corrosion due to water leakage, and the video connector has corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.